Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error. Meal announcement misuse.

Event description:
On 20-sep-2025 the user reported bg fluctuations ranging from 56 mg/dl to 269 mg/dl after announcing a meal while bg was already trending downward. The user treated the low with fast-acting carbohydrates, and the ilet later corrected the elevated bg. No ems or hospitalization was required.